Event description:
Client receiving IV therapy from health agency via IV access device inserted at another facility. IV access device broke (details of event unk) and catheter migrated. Client was hospitalized. Cardiac catheterization performed to remove catheter, which lodged in pulmonary artery.